Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received a single photograph of a green hub IV catheter which identified it as an 18g catheter rather than the 24g product implicated in this complaint. Residual fluid was seen within the catheter tubing, indicating that the catheter has been used. The distal end of the catheter appeared wider than the proximal end of the catheter cannula. However, due to the quality of the photograph it could not be determined if the tip contained damage and/or manufacturing defects. The complaint that the catheter tip was not fully formed during the manufacturing process could not be confirmed from the returned photograph. The returned photograph did not contain the product implicated in the complaint. In addition, the quality of the photograph prevented clear visualization of the reported damage on the end of the catheter. 100% visual inspections are in place to mitigate the occurrence of the reported defect during manufacturing. Please reach out if you wanted to report on the 18g catheter visible in the photograph instead of or in addition to the 24g unit reported. A device history record review showed no non-conformances associated with this issue during the production of this batch 3342336 for the 24g.

Event description:
No additional information.

Event description:
It was reported that the bd insyte autoguard yel 24ga x .75in catheter tip was "not fully formed or tilted". The following information was provided by the initial reporter: I send evidence that in the month of may and june of this year the other 2 lots that presented inconveniences had been notified in the same way. During this week, the obstetrics and gynecology unit reported problems with a new batch, notifying that there was a rupture in the venous access (image attached). Case description: it has been identified that the catheter tip was not fully formed or tilted during the manufacturing process of the above product. This situation is expected to occur randomly under normal operating conditions of the product.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.